Event description:
It was reported that before use of the pen ndl 32g 4mm pro 14 bag 700 case jpx the needle was slanting. The following information was provided by the initial reporter, translated from japanese to english: the needle was assembled slanting.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on no sample, the complaint could not be confirmed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the pen ndl 32g 4mm pro 14 bag 700 case jpx the needle was slanting. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle was assembled slanting.